Manufacturer narrative:
The subject device was received and evaluated. Device evaluation found the bending angle is insufficient due to the elongation of the angle wire. The play of the angle knob is out of the normal state due to the elongation of the angle wire. Additionally, the cp tome was found off. The customer reported issue could be confirmed. Furthermore, service repair noted due to handling (insufficient cleaning), the air and water nozzles are clogged and the draining function is reduced. The curved rubber adhesive part is missing. The curved rubber bond found cracked due to external factors. Scratches found on switch 1 (sw1) due to external factors. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer sent a repair request reported with an issue of commercial packaging (cp) tome is off, cut angle wire. The issue found during an unknown event. There was no patient harm or user injury reported on this event. Device evaluation found the air and water nozzles clogged and the draining function is reduced. This report is being submitted for insufficient cleaning, (clogged nozzles (air/water) channel) , draining function reduced which was found during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to application of irregular impact to the scope such as dropping while using or twisting of the control section. Organic silicon detected in the component analysis of the foreign material can be included in antifoaming agent or chemical solution. Rust detected in the component analysis of the foreign material is presumed to be attached to organic silicon. Furthermore, considering that the component of stainless steel was detected also, it may possibly be derived from what is in water like corrosion of the water pipe. It is suggested that the user facility check the handling condition of the device as needed. Olympus will continue to monitor field performance for this device.